Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator provided a rhythmiq ventricular paced beat in which the patient went into ventricular tachycardia afterwards. Technical services discussed programming optimization. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to patient impact code from f24 insufficient information to f12 serious injury/illness/impairment.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator provided a rhythmiq ventricular paced beat in which the patient went into ventricular tachycardia afterwards. Technical services discussed programming optimization. The device remains in service. No adverse patient effects were reported.